Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor remained black during startup. Upon functional testing, the fse determined that the flexvision image drops out. As a part of repair activity, the fse replaced the dual link dvi receiver and transmitter for the right side of the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during startup the monitor remained black in the room. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision image dropped out. Troubleshooting actions showed a problem with the monitor and b cabinet. The fse replaced the monitor and b cabinet and returned the system to use in good working order.